Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, a cause of the reported incomplete coaptation/slda appears to be due to challenging patient anatomy. A cause of the reported unchanged mr appears to be a result of the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the patient anatomy. One clip was implanted without issue. A second clip delivery system (cds) was advanced to the mitral valve however the leaflets could not be grasped. It was then noted that the first clip had detached from the anterior leaflet (single leaflet device attachment (slda)). The second cds was removed, and a third cds attempted. However, again the leaflets could not be grasped therefore the cds was removed. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.